Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The other health care professional reported a perforation in the tubing connecting to the machine was noticed during the case, it was also not aspirating properly and anterior chamber also collapsed during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on the same day. It was reported that there was patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured and met specification. No message code appeared on the screen. Fluid flowed from salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The sample passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; aspiration performance met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. A calibrated product console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured and met specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The sample passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; aspiration performance met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).